Manufacturer narrative:
Corrected fields-e1-event site telephone, h6-(component code). Updated fields-b4, g3, g6, h2, h6-(type of investigation, investigation findings, investigation conclusion) and h11. Event summary and root cause evaluation: this complaint record was created as part of a retrospective review of emergency support program (esp) calls. Natalie, rn, in the ICU regarding a gas loss alarm and observation of condensation in the helium tubing on a cardiosave pump. During the call, natalie was guided through the standard troubleshooting steps available in the help screen. She confirmed that all connections were secure, the helium tubing was clear, and she then pressed the iab fill key. Following these steps, the pump restarted and resumed normal operation without further alarms. Natalie also inquired about a small amount of condensation observed in the distal portion of the helium tubing. She was advised to position the tubing horizontally on the bed and minimize any dependent loops to reduce condensation accumulation. She was reassured that the observed condensation was not harmful to the patient or the pump. Natalie expressed appreciation for the assistance provided. Stephen daniel, frances flores, and gary dempsey were notified of the event via email. No harm reported. A gas gainor loss in the iab circuit takes place when a cumulative shuttle gas gain or loss exceeds 5 cc, relative to the last autofill volume. The alarm activates when iab inflation period greater than or equal to 80 msec and deflation period greater than or equal to 250 msec.in cases with no confirmed presence of leaks in iab, loose catheter connections, catheter occlusionsor restrictions, or it is confirmed the patient is experiencing conditions such as febrile or tachycardic, the probable root cause of the alarms could be due to iabp issues. Based on the information obtained during the esp call and retrospective review, no device malfunction of the cardiosave pump was confirmed. The gas loss alarm was transient and resolved after completing standard user troubleshooting steps, indicating proper pump detection and alarm functionality.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
User called into emergency support program line to request and report issue during use with cardiosave regarding gas loss in iab circuit alarm. There was patient involvement and no harm reported.

Manufacturer narrative:
Corrected fields are b5, e1 event site hcomponent. Updated fields are b4, g3, g6, h2.

Event description:
User called into emergency support program line to request and report issue during use with cardiosave regarding gas loss in iab circuit alarm and condesation. There was patient involvement and no harm reported.